Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. The customer drank juice to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.